Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to an unacceptable discrepancy between the sensor glucose and the blood glucose values. The customer reported blood glucose value of 220 mg/dl and was treated with insulin pump. The customer reported no adverse event. The event involved product(s) mmt-7040c1. Troubleshooting was performed for difference between glucose values and the customer reported blood glucose value of 220 mg/dl and sensor glucose value of 104 mg/dl and the percentage of differences were not with in the range of 30%. Troubleshooting was performed for hyperglycemia and it was noticed that the auto mode/smartguard feature was active at time of high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040c1.